Manufacturer narrative:
The reported product in the complaint is a kit which contains (6) different components. The customer only returned (1), the 17¿ passing pin with drill tip. Visual inspection of the device reveals markings and damage to the tip, which indicates that the drill got stuck on something during drilling. This caused the tip to break. The complaint was verified as the pin was received with a broken drill tip. The root cause could not be determined with certainty, but most it is most likely due to use of excessive force or improper handling of the device. The included IFU provides clear warnings and precautions about proper use of the device. The IFU states ¿instrumentation is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with proper techniques.¿ a review of the device history records was performed and there were no non-conformances or deviations associated with the subject lot number.

Manufacturer narrative:
.

Event description:
It was reported that the tip of the a-tech disposables kit set broke while the surgeon was drilling the femoral tunnel. The broken piece was removed using a magnetic retriever. The incident resulted in a surgical delay of 1hr 45min delay. There have been no reported patient complications.